Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Since the patients anatomy was heavily calcified and heavily tortuous, it is likely that the patients anatomical conditions contributed to the reported difficulty removing the device. Furthermore, the reported device causing damage to another device is likely due to device interactions during operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficult to remove to be related to the patient anatomical conditions and the reported device being damaged by another device was related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The rx acculink device referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified internal carotid artery. After placement of the emboshield nav 6 embolic protection system, a 7-10 x 40 mm acculink self-expanding stent system (sess) was advanced without resistance to the lesion; and was successfully deployed. The stent was post-dilated with an unspecified balloon dilatation catheter. During removal of the nav 6 device; when pulling the barewire and the filter resistance was felt with the anatomy, and the deployed acculink stent was pulled into the carotid common artery. No further treatment was performed in the internal carotid artery. The acculink stent remains well apposed in healthy tissue in the common carotid artery. There was no adverse patient sequela and no clinically significant delay during the procedure.